Event description:
It was reported that a pt underwent a surgical procedure to remove carcinoma of the rectum and liver on (B)(6) 2010. Suture was used to sew hepatic vascular tissue. During use, the needle broke near the attachment end. The surgeon could not find the 1 mm broken piece and it remains retained in the liver.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.